Event description:
Reported by the complainant as follows: the patient was a male, doctor did not remember the insertion date, but close to 29 days after insertion, the patient had a gi bleed which required a blood transfusion. The fms product was removed and a scope was performed. An eroded ulcer with a bleeding vessel was noted exactly where the flexi-seal balloon would have sat in the rectum. This patient had no history of a gi bleed prior to this incident. No further information was provided. Reported to the FDA on february 26, 2008.